Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 471 mg/dl at the time of the incident. The customer¿s current blood glucose was 156 mg/dl customer treated blood glucose with shots and changed infusion set. Customer also had blank display. Assisted with troubleshooting for blank display and display returned after inserting new battery. Advised the customer to monitor the pump. Advised that we will be shipping a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Product will be returned for analysis.